Event description:
During operation, the conmed reflex elc titanium clip applier was being used when the surgeon noticed it began to misfire when activated. No patient harm and the unit was taken out of service and saved for evaluation.====================== manufacturer response for titanium clip applier, reflex elc======================none yet.